Event description:
It was reported that this right atrial lead was surgically abandoned due to failure to capture and high capture threshold. This lead was successfully replaced. No additional adverse patient effects were reported.